Manufacturer narrative:
Continuation of d10: product ID a820, serial #unknown, product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient regarding their external device. It was reported by the patient that they expressed difficulty accessing his boluses due to the bluetooth light blinking and not connecting to the handset. Patient stated that he missed 2-3 boluses this past week. However, while on the phone, they were immediately able to connect but lagged at 90% while retrieving the pump settings. Agent walked patient through clearing the app data and re-syncing the handset and communicator. They had no issues with the bluetooth and no lag retrieving pump settings. Patient's issue appeared to be resolved but he was not due for a bolus. Patient will call back if he runs into issues.